Event description:
The customer reported via phone call experiencing high blood glucose. The customer stated that she is on medication that causes it to go high and she had tried changing the set and also treated with manual injection but the blood glucose level kept rising. She started the antibiotic on (B)(6) 2015 and started experiencing high blood glucose on (B)(6) 2015. Current reading is 536 mg/dl. The customer also reported that the insulin pump had a full black screen during prime the night prior to the call. Blood glucose value at the time of the event was 321 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. The set was changed 3 times and no bent cannulas were found . Time, date, basal rates and bolus wizard are set up correctly. The insulin pump passed the high pressure test and selftest. Customer was advised to change the entire set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.